Event description:
It was reported that during a laparoscopic assisted ap resection procedure, the first three firings using the device fired fine. On the fourth firing, the jaws jammed and would not open to release tissue. The handle was in open position. The device was cut out the patient by using another device. Procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes; was the cartridge correct inserted, did they hear the ¿click¿? Yes; has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No; has this any impact on the patient, the surgery or the healing process? No unknown. On what tissue type was the device used? At what location on the tissue? Colon. Was it used on thick tissue? Not to chick. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. Has this any impact on the patient, the surgery or the healing process? No unknown, what was the patient¿s pre-op diagnosis? Yes. Please provide the patient¿s sex, age and weight. Male. What is the current status of the patient? Unknown. Is there any other additional information you would like to share about this device or procedure? No.